Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There was no damage noted to the balloon catheter prior to use or during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the bdc was inadvertently mishandled during advancement into the guiding catheter, resulting in the hypotube becoming kinked and ultimately separating. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. When inserting the nc trek balloon into the guide, outside the anatomy, the proximal shaft separated in two pieces. The balloon dilatation catheter was retracted and replaced with a non-abbott balloon to continue the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.